Event description:
A report was received involving pro osteon implant 500 in which a portion of the implant was removed. The pt underwent surgery for removal of an osteophyte at the implant site. Approx 10% of the pro osteon graft was removed. The dr stated that the remaining portion of the pro osteon implant appeared to be well incorporated with new bone. The dr also stated that this event was not related to the pro osteon, rather it was caused by the nature of the fracture, a severly comminuted fracture with multiple fragments. One of the fragments developed into the osteophyte. The pt is currently doing well.